Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer's blood glucose level was 223 mg/dl and it was addressed with a manual injection. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.